Event description:
On (B)(6) 2009, the pt underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. It was reported that a type 2 endoleak was observed during the procedure, and the physician opted to take a wait-and-see approach. On (B)(6) 2010, a f/u CT image showed the persistent type 2 endoleak. (Aneurysm size: 59 mm). On (B)(6) 2011, a f/u CT image showed aneurysm enlargement with the persistent type 2 endoleak. (Aneurysm size: 64 mm). On (B)(6) 2013, a f/u CT image showed aneurysm enlargement with the persisting type 2 endoleak. (Aneurysm size: 67 mm) the physician continues to monitor the pt.

Manufacturer narrative:
A review of the mfg records for the devices verified that the lots met all pre-release specifications.